Event description:
Report received of a complete tubing separation. It was reported that a patient, age and gender unspecified, was receiving a 24-hour home infusion of taxol for an unspecified cancer. At some point after the start of the infusion. It was noted that the tubing was completely separated from the filter. The exact amount of fluid leakage is unknown, but it was reported that the tubing was clamped prior to the occurrence of any bleed back. A new bag and tubing set were obtained and the infusion resumed with no further problems. There were no reported adverse effects to the patient and no reported skin contamination. Additional information was requested, but no further information was provided.